Event description:
It was reported that the bd emerald¿ - 3-piece syringe had foreign matter in the fluid pathway. The following information was provided by the client: "in the emergency ward, when it opened the package, it found that there was a white foreign matter on the base of the needle, and the foreign matter was half the size of a grain of rice. The green claim was made."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 30773919 and lot number 2101114. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, pictures of the affected sample were returned for evaluation by our quality engineer team. Through examination of the pictures, epoxy (the adhesive used to join the cannula and hub components) was observed along the cannula surface, confirming the reported issue.

Event description:
It was reported that the bd emerald¿ - 3-piece syringe had foreign matter in the fluid pathway. The following information was provided by the client: "in the emergency ward, when it opened the package, it found that there was a white foreign matter on the base of the needle, and the foreign matter was half the size of a grain of rice. The green claim was made."